Manufacturer narrative:
Device passed displacement test and self test. No audio/vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep and vibrate anomaly. The customer's blood glucose value was unknown. Customer reported that they were getting 3 vibrations happening 3 to 4 times a day started few weeks ago insulin pump was neither beeping nor vibrating currently. Customer reported that insulin pump was set to beep. Customer stated they are not having trouble hearing the beeps. Assisted customer in performing a self test. Customer reported that insulin pump beeped during the tone test. Customer already did the test but still issue happened. The device will be returned for analysis.